Manufacturer narrative:
There was no service record relevant to the complaint reported event, found. All alcon surgical systems are verified to meet specifications after installation. The company representative confirmed the reported ¿setting selection¿ and determined there was no indication of malfunction occurrence. The root cause of the reported event is attributed to the settings selected by the new scrub technician (prior to the start of the procedure). A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was not performed. As the unit was manufactured exclusively under specific protocols/surgical procedures protocols, a similar complaint review of the serial number was not performed. The root cause of the reported event is attributed to the settings selected by the new scrub technician (prior to the start of the procedure). Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during calibration for a cataract surgery an ophthalmic system was unable to irrigate continuously. The system was not selected with the correct option to complete priming for the surgery where it was also an user error. Patient impact was not reported.